Event description:
I was called to the cicu yesterday afternoon regarding a concern related to an entry on a patient's full disclosure report obtained from a patient's cardiac monitor. It was noted on the disclosure report @ 22:20:59 there was a second tracing of asystole. However, the monitor did not note or record an alarm at that time. The patient's record notes she was transferred to the cicu earlier @ 2100, alert and oriented with a heart rate of 30's; treated with a dopamine gtt and fluids. Her medical record does not note this 10 second episode, nor does it demonstrate any change in her status (no injury) with this occurrence. On assessment, the patient remains alert and the monitor functioning without incident. Monitor tech (nurse) put in place yesterday to facilitate close visual watch over central monitoring; nurse released this morning after both patient's bedside monitor and tram module were replaced for further review.